Manufacturer narrative:
Evaluation of the implant determined that all the product's design specifications were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be a pre loading implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or the lack of osseointegration. The loss of integration or the non-integration of an endosseous dental implant is a known inherent risk of the procedure as described in this product's instruction for use.

Event description:
Implants failed after prosthetic restoration. Stability was achieved but osseointegration was not achieved. At time of implant failure, oral cavity was asymptomatic. Bone quality was type ii.